Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pituitary's jaw broke during an unspecified spinal surgery. There were no patient complications reported.